Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage on the keypad traces. No display ramping on its own anomaly noted. No low reservoir alarm noted. The insulin pump powered up properly after battery installation. The operating currents are within specifications. No low battery alerts noted. The insulin pump has minor scratches on the lcd window and cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive and numbers were ramping on the display. The customer reported that the device was in her bra prior to this issue occurring. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.